Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Unk - screws: spine-us (part# unknown, lot# unknown, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the screw was broken on the proximal side. The threads were deformed when observed under 10x magnification. The complaint condition is being confirmed for the unk - screws: spine-us (part# unknown, lot# unknown). While a definitive root cause cannot be determined for the reported problem, it is possible that the device might have encountered unintended forces. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot mre was not performed as the part and lot numbers were unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a c6/7 anterior cervical discectomy and fusion (acdf), the surgeon was attempting to remove the cage and screw from the patient. The tip of the inner shaft for removal screwdriver broke inside the head of the screw. No fragments remained in the patient. There was a surgical delay of five (5) minutes. The procedure was successfully completed. This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).